Manufacturer narrative:
The customer reported that the vessel sealer extend (vse) instrument would not be returning for evaluation as it had be disposed. Therefore, failure analysis of the product related to the complaint cannot be performed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs do not reflect the use of any vessel sealer extend (vse) instrument attempted to be used on the reported event date of (B)(6) 2021 with system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vse instrument did not sufficiently seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product lot number was not provided. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer attempted to seal the vessel with a vessel sealer extend (vse) instrument, and noted that it kept pushing the tissue without sealing. The customer ended up using a laparoscopic enseal to seal the tissue. The customer noted that the instrument will not be returned as it had already been thrown away. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.